Event description:
Pt was revised to address lag screw cut out.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable initial implant placement into the femoral head and bone quality are factors greatly contributing to cutout. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.